Event description:
The implant failed due to poor bone condition. The implant was placed at #23 and removed after 5 months. Traditional 2 stage surgery prosthetic attachment (single) moderate oral hygiene good bone condition.

Manufacturer narrative:
According to our investigation, there was no discrepancy on our product. Device eval attached. Section corrected. [See scanned pages].